Manufacturer narrative:
Race or ethnicity: unknown/no information. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and the surgeon noticed the iol was scratched once it was in the patient¿s right eye. The iol had to be cut out and it was successfully replaced with the same model and diopter. There was no capsule tear, unplanned vitrectomy, or sutures required. Post-operative (op) the patient is doing fine and taking standard medication. No further information was provided.